Event description:
Right after I had the cook zilver implant put into my leg I became severely exhausted, my hair became very brittle, I had natural curly hair, where I lost the curl, I was also very nauseated daily all day long, you can check my medical records that past 2 years and see I had been complaining to my doctor something was wrong ever since I had the stent put in, I was at the doctor continuously, hospitalized due to this, then all of a sudden in (B)(6) I woke up all symptoms gone. I don't know if I was allergic to the medication or what, I have 18 heart stents and I had no reaction to those. I actually thought I was dying.